Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, flank pain, dysuria and back pain. Concomitant products included bupropion, escitalopram and quinapril. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes/hormonal changes describe: lots of mood swings"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines/ migraines/ headaches"), alopecia ("hair loss"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)"), fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition/ gastrointestinal or digestive system condition type:ibs"), abdominal pain ("abdominal pain"), dysgeusia ("hormonal changes: bad taste in mouth") and menorrhagia ("excessive bleeding and clotting"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mood swings, cystitis, urinary tract infection, urinary tract disorder, bladder disorder, migraine, alopecia, nausea, dysmenorrhoea, fatigue, irritable bowel syndrome, abdominal pain and dysgeusia had not resolved and the vaginal infection, headache, allergy to metals and menorrhagia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, dysgeusia, dysmenorrhoea, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. That it was placed properly. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : urinary tract infection, , abdominal pain, cystitis. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- the outcome of events updated from unknown to not recovered. New event hormonal changes: bad taste in mouth ,excessive bleeding and clotting were added. The event hormonal changes updated to hormonal changes describe: lots of mood swings and gastrointestinal or digestive system condition was updated to gastrointestinal or digestive system condition type: ibs. On (B)(6) 2019: follow up 2 and 3 were processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('excessive bleeding and clotting') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 39-year-old female patient who had essure (batch no. B34601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, flank pain, dysuria, back pain, pregnancy and live birth. Concomitant products included bupropion, escitalopram and quinapril. In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes/hormonal changes describe: lots of mood swings"), dysuria ("bladder or urinaryproblems or changes / dysuria"), pollakiuria ("bladder or urinaryproblems or changes / frequency"), migraine ("migraines/ migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) / vaginal infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) / uti"), alopecia ("hair loss"), headache ("headaches"), allergy to metals ("nickel allergy"), irritable bowel syndrome ("gastrointestinal or digestive system condition/ gastrointestinal or digestive system condition type:ibs") and dysgeusia ("hormonal changes: bad taste in mouth"). The patient was treated with surgery (ablation on 2014 and total hysterectomy). At the time of the report, the pelvic pain, mood swings, urinary tract infection, dysuria, pollakiuria, migraine, alopecia, nausea, dysmenorrhoea, fatigue, irritable bowel syndrome, abdominal pain and dysgeusia had not resolved and the menorrhagia, vaginal haemorrhage, vaginal infection, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysgeusia, dysmenorrhoea, dysuria, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, pollakiuria, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2013 and removal date as (B)(6) 2016. Discrepancy noted in essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. That it was placed properly. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : urinary tract infection, , abdominal pain, cystitis. Lot number: b34601, manufacture date: 2013-05, expiration date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality-safety evaluation of ptc. (Product technical complaint). On 5-feb-2020: plaintiff fact sheet received. No new information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('excessive bleeding and clotting') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 39-year-old female patient who had essure (batch no. B34601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, flank pain, dysuria, back pain, pregnancy and live birth. Concomitant products included bupropion, escitalopram and quinapril. In october 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced fatigue ("fatigue"). In march 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes/hormonal changes describe: lots of mood swings"), dysuria ("bladder or urinary problems or changes / dysuria"), pollakiuria ("bladder or urinary problems or changes / frequency"), migraine ("migraines/ migraines/ headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea/ dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) / vaginal infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) / uti"), alopecia ("hair loss"), headache ("headaches"), allergy to metals ("nickel allergy"), irritable bowel syndrome ("gastrointestinal or digestive system condition/ gastrointestinal or digestive system condition type:ibs") and dysgeusia ("hormonal changes: bad taste in mouth"). The patient was treated with surgery (ablation on 2014 and total hysterectomy). At the time of the report, the pelvic pain, mood swings, urinary tract infection, dysuria, pollakiuria, migraine, alopecia, nausea, dysmenorrhoea, fatigue, irritable bowel syndrome, abdominal pain and dysgeusia had not resolved and the menorrhagia, vaginal haemorrhage, vaginal infection, headache and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dysgeusia, dysmenorrhoea, dysuria, fatigue, headache, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pelvic pain, pollakiuria, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date as (B)(6) 2013 and removal date as (B)(6) 2016. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. That it was placed properly. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : urinary tract infection, , abdominal pain, cystitis. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: lot number, events: abnormal bleeding (vaginal), ablation were added. Event onset date, reporters, lab data, medical history, patient demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain lower, flank pain, dysuria and back pain. Concomitant products included bupropion, escitalopram and quinapril. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), migraine ("migraines"), alopecia ("hair loss,"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue,"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and abdominal pain ("abdominal pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (partial)). At the time of the report, the pelvic pain, hormone level abnormal, vaginal infection, cystitis, urinary tract infection, urinary tract disorder, bladder disorder, migraine, alopecia, headache, nausea, allergy to metals, dysmenorrhoea, fatigue, gastrointestinal disorder and abdominal pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, dysmenorrhoea, fatigue, gastrointestinal disorder, headache, hormone level abnormal, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection and vaginal infection to be related to essure. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : urinary tract infection, abdominal pain, cystitis. Most recent follow-up information incorporated above includes: on 30-apr-2019: pfs and mr received : reporter added, aka name added, patient demographic updated, essure insertion and removal date updated, event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, hormonal changes, bladder infection, urinary tract infection, vaginal infection, bladder or urinary problems or changes, migraines, headaches, nausea, nickel allergy, fatigue,dysmenorrhea (cramping), gastrointestinal or digestive system condition , hair loss, abdominal pain. Concomitant drug and medical history added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.